Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle lead exhibited a failure to capture. The physician conducted a fluoroscopy and discovered that the lead had become dislodged. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.